Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration/dose/frequency via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. Information was received that the pump was removed on (B)(6) 2014. It was noted the pump caused a bad infection. Additional information has been requested regarding symptoms related to the infection, circumstances that lead to the infection, medication in the pump at the time of the infection and diagnostics performed, but was not available at the time of this report. If additional information is received, a follow-up report will be submitted.